Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused nodules in the lungs and nausea. The patient has alleged to see particles in the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 29, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged developing nodules on lungs, experiencing nausea, and seeing particles in device/tubing/chamber that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is a dirt-like residue present on the iso port panel where a humidifier base would connect. There is a rust-like residue present on the bottom enclosure, there is unknown debris in the tracks of the ui panel. Manufacturer notes that there are mineral deposits present on the motor casing, within the motor blower housing and within enclosure suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring, a keratin-like substance was observed around the blower box outlet, mineral spots consistent with water ingress were found within the blower box, on motor casing, and within enclosure, manufacturer can confirm that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination, keratin-like substance, water ingress and unable to address the patient's symptoms. Section d5 operator of the device was missed to capture in previous report and updated in this report. Section d8, d9, h2, h3 and h6 has been updated in this report.